Manufacturer narrative:
Low blood glucose level: (B)(4).

Manufacturer narrative:
On (B)(6) 2017: a review of the pump logs indicated low blood glucose (bg) levels recorded on (B)(6) 2016. There were no erratic basal rate adjustments observed. The user made a bolus request twenty minutes after not entering current bg level of 54 mg/dl and still had insulin on board (active insulin in body). The largest bolus request was made at 10:36pm on (B)(6) 2016. Making bolus requests without entering current bg level and still having insulin on board could lead to a low bg event. There is no evidence of a malfunction or failure of the pump.

Manufacturer narrative:
Follow-up 09/28/2016 and 09/29/2016: customer reported multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 280 (mg/dl) that was addressed with a correction bolus from the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer indicated that they did not have any supplies or back up therapy available at the time of the call on 09/29/2016, and indicated that they would refill the same cartridge with insulin. Tandem technical support educated the customer that refilling cartridges is against labeling for the pump. Customer indicated that they will still refill the cartridge and transition to the replacement pump in a few hours. The t:slim g4 cartridge user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the customer experienced a low blood glucose (bg) level of 35 (mg/dl). Reportedly, the customer did not know what caused the low bg level, but believed that the malfunction alarm may have caused the bg level. Customer consumed food and soda to treat their low bg level with the assistance of their spouse. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Recommendation was made to consult with their health care provider to discuss diabetes management.